Event description:
During an ivc filter implant procedure, 1 filter hook entangled with the spline of the delivery system. After 20 minutes of manipulation, the hook was released and filter implanted just 2mm cephalad of intended location; between renals due to strange pt anatomy. Filter remains implanted and functioning, with no injury to pt.